Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated very high in the scrotum near the shaft, causing discomfort. Crossover was also identified. The ipp was explanted and replaced. There were no additional patient complications reported.